Manufacturer narrative:
Integra has completed their internal investigation on 22aug2016. The investigation activities included: methods: -review of device history records. -review of complaint history. Results: device history record for pn 285330snd lot fd9p reviewed and no anomalies found. The lot was manufactured in february 2015 and (B)(4) parts were released. A review of the complaint system was performed. This is the fifth incident reported to newdeal about a surfix® titanium diameter 3.5mm screw breakage during insertion through a tibiaxys® plate (for the past two years). During the same time period, (B)(4) surfix system titanium diameter 3.5mm screws have been sold. The complaint rate for this kind of incident during the stated time period is (B)(4). This is the first incident for lot fd9p and (B)(4) parts were released. Conclusion: the root cannot be determined. All results from the DHR are compliant with requirements (raw material, critical dimensions).

Event description:
This event involves 2 devices used during the same procedure on the same patient. This is report 2 of 2. MFR report numbers: 9615741-2016-00046 and 9615741-2016-00047. It was reported that during an ankle fusion procedure, 2 screws snapped while being inserted. The patient had ankle arthritis. The surgeon advised that minimal exertion was used so the screws should not have snapped. One screw is now embedded in the sub-talar joint, which could prove a problem. A second body of screw remains in the tibia. The problems occurred with the right antero-lateral arthrodesis plate. It was also reported the event led to an increase of surgery time of 45 minutes. It was reported no patient injury is alleged.